Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead which had previous reports of noise, was found to have oversensing, and pacing inhibition that was not for greater than 2 seconds. The lead was suspected to be fractured at a recent device change out procedure. As a result the lead was surgically abandoned and successfully replaced. To date, no additional adverse patient effects have been reported.